Event description:
Olympus received further information indicating that the patient sustained mild mucosal damage to the esophagus. An unknown method of hemostasis had to be performed.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the legal manufacturer's final investigation results. Please see updates to b1, b2, b5, h1, h6, and h10. A visual and manual inspection of the device was unable to confirm any abnormality in the forceps stand or burrs/edges on the insertion part or any snagging that could cause the damage to the patient's mucus membrane. In addition, since the original maj-2315 has already been disposed of, a tip cover of the same shape as at that time was attached, and no snagging, etc. Could be confirmed. Hence, the device was considered to have met specifications. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. The root cause of the event could not be identified. However, based on the results of the investigation, the suggested event can be caused due to factors as below. ·during insertion in a narrow segment, excessive force was applied by operating the scope, leading to damage the mucous membranes. ·the distal cover has already been broken, or the distal cover was cracked since the method to incorrectly attach to the endoscope. With such state, the distal end of the endoscope got pressed on the mucosal surface, causing the mucosal tissue to catch on the cracked portion and damage. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the patient's mucosa was damaged when the facility staff used and inserted the evis lucera elite duodenovideoscope and single use distal cover during a diagnostic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed. Any measures taken for this patient are unknown. The customer pointed out that the tip of the distal cover was sharp, and that it hit the mucus membrane and caused the damage. There was no further patient impact reported. The distal cover was inspected after installation and before insertion and no issues were found. There were also no abnormalities noted with the scope before and after the procedure. This event is reported under the following related patient identifiers: (B)(6) - evis lucera elite duodenovideoscope, (B)(6) - single use distal cover. This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device was returned to olympus but evaluation has not yet begun. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.